Event description:
It was reported to philips that intermittently the foot switch was not working. The device was in clinical use at the time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.